Event description:
During a code blue situation, bp got a one-time order to push bicarb; the bicarb was extremely hard to push. Way harder than usual; at some point bp was pushing so hard, the yellow plastic part broke off and sliced through her gloves and barely nicked her finger; it didn't end up bleeding as she pulled away very quickly as she felt sharpness (yet-unknown).